Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 828 units if this code batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples from the customer, however, we have received pictures of four open and unused pouches. In one of the pouches it can be seen that there are five sutures inside the pack instead of four. In the other three pouches can be seen that there are three sutures inside the pack instead of four. The needles are placed in the flap and the sutures are still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with safil violet suture. The client reported that the nurses detected four packages with more or less sutures inside when opening. The defect was detected prior to use. No other information has been provided.